Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3100 scissors were defective. The hospital did not have any further information. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the shaft was detached from the hub and the handle would not open or close the scissors. Based upon the visual observations and the functional test, the reported complaint was confirmed on august 23, 2010. (B)(4).